Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient was unable to establish communication between his ipg and external devices. It was also reported the patient's programmer reflected a communication error. In addition, the patient stated he turned his stimulation off approximately 3 months ago to have a CT scan performed and has not recharged the device since that time. Later, the sjm representative met with the patient and confirmed the issue using another programmer. Subsequently, the patient will undergo surgical intervention as the next course of action.